Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had random no delivery alarms, also had to rewind the insulin pump more than once, failed battery test, there are scratches on screen, and had decreased battery life. The insulin pump will not be returned for analysis.